Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device was noted to be post paced t wave oversensing via merlin.net. The patient was asymptomatic. Programming changes were made. Patient condition was fine after the event.